Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50 , serial: (B)(4), batch: 15813557. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50 , serial: (B)(4), batch: 16747446. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 15827529.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg, leads and clik anchor were replaced. The patient was doing well post-operatively and the explanted devices were not returned by the medical facility.